Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device- 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the electrical wires were exposed on the modular portion of the driveline. The modular cable was successfully exchanged with no issue. The patient was asymptomatic.

Manufacturer narrative:
The evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Examination of the returned modular cable that the polyurethane jacket had tears approximately 17.25¿, 18.75¿, and 20.5¿ from the controller connector; however, there appeared to be no damage to the underlying armor layer and wires. Additionally, the inline connector and controller connector bend reliefs showed gradient, yellow/red and dark gray discoloration. The controller and in-line connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.